Event description:
It was reported that one of the patient's s1 drg leads had migrated. The migration was confirmed via x-ray imaging. Surgical intervention took place on (B)(6) 2023 wherein the patient's migrated lead was repositioned to address the issue.

Manufacturer narrative:
Event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8562944 it was reported to abbott, a patient was experiencing ineffective stimulation. X-rays showed lead migration. Surgical intervention was taken where the s1 lead was repositioned. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.